Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had high blood glucose levels for 2 weeks. When they inspected the insulin pump, they found tracks of insulin at the level of the piston. The customer¿s blood glucose level was unknown. The product will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 2 seal reservoirs. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test 1 as follows: conclusion: reservoirs did not leak. Evaluated 2 opened/used reservoirs. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: conclusion: reservoirs did not leak. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.